Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, the surgeon noticed spots on the lens optics while implanting the lens and found it to be defective. Subsequently, the lens was removed during initial procedure and unspecified back up lens was implanted on the same day. The patient had recovered at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).